Event description:
New information received notes that the lead was extracted during routine generator change.

Manufacturer narrative:
The reported event of low defibrillation lead impedance was confirmed. As received, a partial distal portion of the lead was returned in one piece. Multiple internal insulation abrasions were found under the superior vena cava shock coil breaching the ring electrode cable lumen, the inner coil lumen was not damaged in this region. In one of these abrasions, one ring electrode etfe cable coating was found to be abraded. The cause of the reported event was due to the abraded ring electrode cable lumen with an exposed ring electrode cable conductor under the superior vena cava shock coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced appropriate shock for a ventricular tachycardia. The patient noted that they felt two vibratory responses. Upon interrogation of remote transmission, it was noted that one shock had aborted due to right ventricular lead exhibited low defibrillation impedance and second shock was successful through a different vector. The patient presented to the emergency department and the programming changes were completed. Patient was in stable condition and was discharged from the hospital with a life vest.

Event description:
New information received stated that the right ventricular lead was capped and replaced on 28 aug 2019. The patient's condition was stable post procedure.